Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of leadless ipg the patient experienced pacemaker syndrome. The patient reported to feel occasional cervical palpitations. At interrogation patient was altering sinus rhythms with pacemaker stimulation. The complaint coincided with leadless ipg stimulation. No extracardiac stimulation was evident. An electrocardiogram (EKG) was performed that was normal. The leadless ipg was reprogrammed, symptoms resolved and device remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.